Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report cgm inaccuracy compared to blood glucose meter on (B)(6) /2014. At the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.